Event description:
It was reported that the patient underwent a surgical procedure to revise this ambicor penile prosthesis (app) due to the device wasn't working, the pump was not filling the cylinders. The app was explanted and replaced with a new app. The patient was stable following the procedure.